Event description:
The following has been reported: when disconnecting IV gtn infusion line from pt, gtn infusion still running continuously. Accidental finding of faulty agilia pump, when disconnecting IV gtn infusion line from pt, gtn infusion still running continuously ( pump was on paused statues as witness by med reg.) Approx 100-150mls of infusion administered rapid response for hypotensive close monitoring of bp. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. As serial number indicates a production date in april 2008, it is very unlikely that this event could be linked to a production or manufacturing issue. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. According to provided service report (performed on 25 february 2025), physical damages was found on the pump which meant, among other things, changing the door lever and the membrane. Based on available information, although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. This complaint is considered as: misuse. The trend is: n/a.